Manufacturer narrative:
Device evaluation confirmed that the pump was not recognized by t:connect uploader due to usb port pin damage.

Event description:
It was reported that the customer was unable to upload the pump due to the t:connect uploader not recognizing the pump. Customer reported that an alternate method of insulin delivery was available.